Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has a constant interlock alarm. The event occurred prior to patient use/preliminary setup.

Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. D9: date returned to mfg; 4/16/2025. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. The probable cause of the reported issue was the top socket assembly was defective. The t6op socket assembly was replaced.